Event description:
The user facility reported that, during a procedure, their 4085 table ¿tipped slightly and then righted itself¿ when the table top was slid toward head and in trendelenburg position. Following the ¿tipping¿, the operator was unable to get the table out of trendelenburg position. When the operator slid the table top, the table leveled successfully. No injuries to hospital staff or patients were reported. No procedural delays or cancellations occurred.

Manufacturer narrative:
A steris service technician arrived on site to investigate the event and inspect the table. The technician was informed that since the table, subject of the reported event, was unable to be identified at the time, all three (3) 4085 tables at the facility were inspected by the facility biomed. Following inspection, the table subject of the reported event was identified (sn (B)(4)). Details of the event were discussed with the user facility. It was reported that, once the patient was positioned in trendelenburg, with the table slid towards the head, the patient required repositioning. The patient, noted to weigh over 450 pounds, was lifted up and placed back down on the table. When the patient was placed back down, the table base rose slightly off the floor and then touched back down. The floor locks were engaged. Inspection of the table subject of the reported event revealed it was missing (2) feet on the head side of the base of the table and the reported event was duplicated with weight. Further inspection of the table found that all hand and auxiliary controls, floor locks and hydraulics were operating properly. The combination of missing feet from the table base, the reported weight of the patient and the table positioning caused the table base to rise slightly off the floor and touch back down. The user facility is responsible for maintaining and repairing the surgical tables. We have been unable to obtain service records from the facility. Steris service was called in to inspect each table only. Steris advised the user facility to keep the tables out of service until all necessary repairs have been made. Steris will offer an in-service to the user facility on the proper maintenance and repair for the 4085 surgical table.

Manufacturer narrative:
Steris made multiple attempts to schedule in-service training; however, the user facility will not respond.